Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported having high bg (blood glucose) levels for 3 hours after dinner the day prior to hypoglycemia event. She did not feel her pump was giving enough insulin to bring it down, so she was giving additional insulin to bring it down. It was unclear if the patient was overriding the recommendations from the pump based on her programmed settings, or if she was supplementing with insulin injections. She reported her bg levels subsequently went low (actual bg level not provided), and she continued to be low all night. She reported the following morning when she woke up, she passed out due to hypoglycemia. The patient was treated with shots (type and dosage not provided) at the hospital. The patient was released the same day. Information on if the pod was worn when seeking medical attention was not provided. Three follow ups were attempted but no new information was provided.